Manufacturer narrative:
Failure analysis was unable to perform the displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to a cracked and bleeding lcd glass. The unit was also received with a cracked case at the display window corner and with a cracked reservoir tube lip.

Event description:
The customer called in to report that she lost her insulin pump and when she found it, the display was damaged with cracks and she was unable to see the information. The customer's blood glucose level was 96 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.